Manufacturer narrative:
The customer's complaint that the red band guard lock indicator on the left user control panel of the autopulse nxt platform (sn (B)(6) flashed every time upon powering on was confirmed during the functional testing. The root cause of the reported complaint was a misaligned magnetic sensor board. The customer's complaint of a flashing yellow alert indicator light was confirmed based on the archive data review. The archive data indicated fault 1097 (fault_position_sync_error): failed to read the encoder position during a sync operation. The fault was software-related, requiring a power cycle or pull on the band to nudge the motor. The fault was not reproduced during the functional testing. The autopulse platform passed the preliminary functional testing. However, upon further testing using nxt band, the red band guard lock indicator continued to flash, confirming the reported complaint. The magnetic sensor board was replaced to address the reported complaint. Following service, the autopulse nxt platform passed the final tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).

Event description:
The crew reported that when placing the patient on the autopulse nxt platform (sn (B)(6) and attempting to engage it, the red band guard lock indicator was flashing, and the yellow alert indicator light was flashing simultaneously and would not clear. The crew attempted to change the battery, but the issue persisted. The crew reverted to manual CPR for the rest of the call. No consequences or impact on the patient. When the customer attempted to replicate the observed issue after the call, the red band guard lock indicator on the left user control panel flashed. The customer could occasionally get it to clear by resetting the black guard cover, but not repeatedly. The red band guard lock indicator on the left user control panel flashed every time the nxt platform was powered up. A new nxt band was used when testing the nxt platform, and the red band guard lock indicator continued to flash. Nxt platform was tested at the beginning of the shift, and no indicators came on, and the nxt band engaged. The guard ports did not appear damaged, nor was any debris noted.